Event description:
A customer reported that the adc device would not power on with the button pressed or test strips inserted. As a result, the customer was unable to monitor their blood glucose and consequently experienced a loss of consciousness. The customer further reported receiving third party medical treatment however, refused to provided additional information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle lite meter is 5 years. As the manufacturing date of this product is 2017, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with the button pressed or test strips inserted. As a result, the customer was unable to monitor their blood glucose and consequently experienced a loss of consciousness. The customer further reported receiving third party medical treatment however, refused to provided additional information. There was no report of death or permanent impairment associated with this event.